Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) alarm was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 on the homechoice (hc) machine during the initial drain. The home patient (hp) stated he was connected when the hc alarmed. The hp stated there is air spaces in the patient line. Product surveillance spoke with the hp's wife. The hp's wife stated that they did not know what the cause of the alarm was, however, they informed the nurse of the event. The hp is aware of proper procedures. The patient has resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event.